Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
This spontaneous report was received on 14-sep-2025, regarding a female (age was not provide) consumer in association with a welly health flex fabric and waterproof bandage. On an unspecified date the consumer applied a welly bandage over a wound under her arm on her side. Over the course of approximately a day, one bandage fell off and was replaced with a different bandage. The product was purchased years prior. Within 24 hours after using the product, she broke out into blisters on and around the site where the bandage had been. The consumer was sure she was allergic to the adhesive and noted it was contact dermatitis. The blisters were appearing in the area up to two weeks later. On an unspecified date, the consumer spoke to a dermatologist who noted it was not uncommon to get a reaction in places where the skin is thinner and more delicate. The dermatologist was concerned because the initial reaction spread over the side. The consumer was prescribed a topical steroid and antibiotic treatment.